Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No a21 alarm and no blank display anomaly noted during test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a recurring unexpected restart and a blank display. Blood glucose level at the time of the incident was not provided. The customer was unable to get the display to return during troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.